Event description:
Customer reports that, the device displayed a result of 7.9. Customer did not mention that the device produced the mmol/l symbol on the display. No action was reportedly taken based on device result. Requested return of suspect device and replacement was sent.